Event description:
It was reported that during a lavh, the hand activation feature on the instrument was not working. The procedure was completed by using the footpedal with no patient consequence. Feature was not working with the instrument. The doctor used the footpedal for the procedure with no pt consequence. The device will be returned.

Manufacturer narrative:
Analysis summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The device was also returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.